Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that one lead has not worked since 2018 because of an accident. They stated that the ins needed to be charged to be put into MRI mode. The patient stated that they were able to keep it charged for the MRI. They would like the unit removed when possible.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the (B)(6) after they were implanted in 2016, they passed out in the bathroom and hit the tub with their back. Patient said after that, the stimulator wouldn't work, so they went to the implanting doctor who guessed they may have split a wire or something. Patient said the doctor attempted to get the stimulator back to working, but stimulation wouldn't work so doctor said there must have been some sort of damage, but patient didn't know what. Patient then said they had lived with the stimulator in them since then, and hadn't charged, but now needed an MRI. Patient said their doctor wanted to know if patient could have an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.